Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. After automatic user download, normal device function resumed. The patient would continue to be followed normally.